Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 78". "Defib fault 76", and "defib disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The complainant was contacted for return of the device. The customer has responded and indicated the device will not be returning to zoll at this time.

Manufacturer narrative:
The device was not returned to zoll medical corporation. The pace/defib engine board was returned; the reported malfunction was not replicated or confirmed. The pace/defib engine board was put through extensive testing without duplicating the malfunction. The customer received a replacement pace/defib engine board. Analysis for reports of this type has not identified an increase in trend.